Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed unanticipated wear. Review of the device history records and/or a complaint database search by lot code was not possible as the lot code required was not provided. The investigation could not draw any conclusions about the root cause of the device wear based on the lack of insufficient product and patient information. Based on the inability to determine a root cause, the need for corrective action was not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address massive poly wear.